Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, missing end cap sticker and stained address, serial number label. The test infusion set and reservoir does not lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had cracks in casing and the screen has dust. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.